Event description:
It was reported that the right side of the cart has very low suction. This event did not occur during surgery and there was no known impact or consequence to the patient. Upon evaluation of device, it was discovered that the power cord was burnt which has the potential to cause serious injury. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This incident has been reported under (B)(6). Review of the most recent repair record determined the power inlet module and power cord were burned. They were replaced and this resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.